Event description:
It was reported the patient was unable establish communication between the ipg and external devices following an unrelated surgical procedure in (B)(6) 2019. It was stated the patient's ipg was not placed in surgery mode. The next course of action has yet to be determined at this time.